Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: evaluation of the returned device finds deformation to the drill tower. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attune revision fb tibial drill bit has burrs on it, which has scored the inside of the drill tower. Plunging the drill bit into the drill tower produces small metal shavings. No surgical delay.